Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 around 5pm-530 pm. It was reported, the patient obtained blood glucose results of "99 and 74 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, the reporter stated, the patient took more food and/ or drink. Prior to the reported issue, the reporter claims the patient was "acting drunk and weird." Around 6pm that same evening, the patient was taken to the emergency room (ER) and obtained a blood glucose result of "34 mg/dl" with the ER/ hospital meter. A health care professional (hcp) administered the patient a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient on correctly coding the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly obtained a blood glucose result of "34 mg/dl" with the ER/ hospital meter which resulted in medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips involved with this complaint has also been returned; however, testing was not performed since customer service reported incorrect usage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.